Manufacturer narrative:
Investigation is ongoing. Ge healthcare is continuing to attempt to gather more info regarding the event including pulse sequence and duration; sar values used; whether or not the pt was padded; and details about the injury.

Event description:
A pt reportedly sustained burns after receiving a MRI shoulder scan. The day after the scan, the pt returned to the imaging center and it was noted that she had redness on her shoulder. She later went to the emergency room where she was told she had a second degree burn and was prescribed topical ointment for treatment. The site is in the process of trying to obtain the ER hospital info for the pt.